Event description:
(B) (4) it was reported that following a coronary drug eluting stenting treatment procedure, the patient died. The index procedure treated the de novo 75% stenosed 3.5x12.9mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3.0x15mm balloon and the placement of a 3.5x20mm taxus express2 study stent resulting in 0% residual stenosis. The patient was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1, 6, 9 & 12 month follow up visits. In (B) (6) 2009, the patient was found unconscious in a rest room. St segment depression was confirmed. A CT scan found thrombus in the pulmonary artery. The physician judged the event as pulmonary infiltration with eosinophilia (pie) syndrome. T-pa was administered, however 18 days later the patient died. No autopsy was performed. The cause of death was listed as "definitely related" to the pie event.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)